Manufacturer narrative:
The customer did not retain the product lot information. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. All procedure paks related to the reported system are single-use devices provided to the customer in a sterile manner. A sample was not returned. And no lot information is available. Therefore, the root cause for the customer reported event cannot be determined. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. All procedure paks related to the reported system are single-use devices provided to the customer in a sterile manner. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed. And all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an "outbreak" of tass at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeons involved. All four patients associated with this report of tass had a history of glaucoma. The exact procedure performed on any one patient remains unconfirmed. This file represents one of the four patients.